Event description:
Additional information was received from the patient. The reason for the call was that the patient reported having a procedure about three weeks ago, during which an old device was removed and a new MRI-compatible one was implanted. The patient stated that the leads had been in their back since 2010, so additional incisions were necessary. When the doctor opened the pocket on their left side to remove the old device, they found a white, milky substance in the pocket. The doctor told their patient representative that they had never seen anything like it before, so they cleaned it out and decided to implant the new device on the other side. The patient asked what the substance could have been, expressing concern that there was something in their body that shouldn't be there. When asked if the doctor kept the previous lead, the patient said it was sent for testing, and the only information provided was that there was no infection and no bacteria grown, patient mentioned that they think that what was tested was the liquid that they found not the device itself. The patient mentioned having had several stimulators implanted in the past and never experiencing this problem before. The patient was redirected to their healthcare provider (hcp) to further address the issue. Patient asked to speak with local manufacturing representative (rep). Patient also mentioned they will be having an appointment tomorrow with the nurse practitioner, they were going to ask if they sent the device to manufacturer.

Manufacturer narrative:
Continuation of d10: product ID: 3889-28, lot# va0vhzp, implanted: (B)(6) 2015, explanted: (B)(6) 2026, product type: lead. Product ID: 97800, serial# (B)(6), implanted: (B)(6) 2026, product type: implantable neurostimulator. Product ID: 978b128, lot# va35lkm, implanted: (B)(6) 2026 product type: lead. Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. Note that the h.6. Codes have been updated to reflect the new information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction (incontinence, urgency, and/or frequency). The physician wanted the product analyzed by the hospital's infection control department to determine if the fluid that encased the product was infected. The patient stimulator was explanted due to the end of service. The st imulator was originally implanted on (B)(6) 2015. Upon removal of the, the device had a white coating surrounding the implant that appeared to be hardened. The physician wanted the device sent to the hospitals pathology dept. So that whatever the substance was could be identified. The patient involved never experienced any pain or discomfort when the device was implanted. The event is ongoing.

Manufacturer narrative:
Continuation of d10: product ID 3889-28 lot# va0vhzp implanted: (B)(6) 2015 explanted: (B)(6) 2026 product type lead product ID 97800 lot# serial# (B)(6) implanted: (B)(6) 2026: product type implantable neurostimulator product ID 978b128 lot# va35lkm implanted: (B)(6) 2026: product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.